Manufacturer narrative:
Product event summary:the proximal segment of the lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The rv lead was programmed off. Approximately three weeks later, the rv lead was capped and partially explanted as part of a prophylactic system upgrade, at which time it was confirmed that the rv lead had fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead measured 2144 ohms on (B)(6) 2015 which had gradually increased from1000 ohms during the week ending (B)(6) 2014. (B)(4).